Event description:
The customer reported the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Upon evaluation, the manufacturers service technician reported the unit powered on in normal ventilation mode but there was no display on the monitor. The service technician replaced the vga controller pcb board to address the finding. The service technician was unable to duplicate the reported vent inop occurrence. Applicable final testing was performed and passed to operating specifications.